Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 8591-38, lot# d17524, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was overdischarged and the manufacturer representative was able to pull the device out of overdischarge. It was noted that the manufacturer representative was with the patient to clear to power-on-reset (por). It was noted that the patient had no stimulation sensation. It was noted that the impedances were over 10,000 ohms at 0.7 volts and over 25,000 ohms and 3.0 volts. It was noted that the patient had surgery in (B)(6) and had not turned stimulation on since then. It was noted that the patient did not need stimulation because they were feeling better via the surgical procedure. It was noted that it worked fine before (B)(6). It was noted that x-rays had been done but it appeared they had not been evaluated. It was noted that the patient had not had any falls or trauma since (B)(6). Additional information has been requested, but it was not available as of the date of this report.